Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An equipment specialist reported that vacuum was lost, the system was not recognizing the bag and the system shut down during a cataract with intraocular lens procedure. The system was able to be rebooted and used for the completion of the surgery. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The balanced salt solution (bss) bag was replaced to resolve the issue. The reported events of vacuum loss or shut down were unable to be confirmed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 25, 2015. Based on qa assessment, the product met specifications at the time of release. The bss bag was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. On (B)(6) 2018, bss bag was installed into a calibrated system and tested. There were 3 different bss bags which were inserted into the system 5 times per each side, totaling 10 times per bag. All bss bags were recognized each time they were inserted and able to be used with the system without any issues. No problem was found with the pcb bag ID assembly. Although the reported event of the bss bag not being recognized was confirmed. However, there was no problem was found with the returned pcb bag ID assembly upon testing. Therefore, the root cause cannot be determined conclusively. (B)(4).